Manufacturer narrative:
Additional information: a4, b1, b2, b5, d6b, h1, h6.

Event description:
New information received notes the patient's left ventricular (lv) lead was explanted in a procedure on 26 apr 2023. During explant the bmw wire got stuck in the lead, so the lead was cut before being explanted. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and failure to advance/ remove guidewire. As received, a partial lead was returned in two pieces. The reported event of failure to advance/ remove guidewire was confirmed. Visual and x-ray inspections found damaged/ bunched up inner coil at the connector region. Unable to test the guidewire insertion due to the damaged inner coil. The cause of failure to advance/ remove guidewire was due to damaged/ bunched up inner coil consistent with procedural damage. The s-curve height was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported a patient's left ventricular lead presented with loss of capture due to dislodgement, confirmed via x-ray. The lead was programmed off. The patient was stable.